Manufacturer narrative:
Investigation summary: DHR review for batch 7190529 (p/n 309649): manufacturing dates: 07/10/2017 to 07/11/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7190529 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two open 5ml packaged syringes were received by bd canaan and confirmed to be from batch #7190529 (p/n 309649). The samples were visually evaluated. The syringes were found to have missing print. The print was almost entirely missing from the barrel. Missing print as observed in these samples provided is a rejectable condition at bd canaan. Based on sample, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Machine logs indicate an instance of barrels without print was recorded during manufacture of this batch and several instances of marker down time. Potential root cause: the most likely root cause is insufficient ink presence on the pad after marker start up and failure to discard initial start up barrels. Investigation conclusion: the most likely root cause is insufficient ink presence on the pad after marker start up and failure to discard initial start up barrels.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe was missing the numeric increments. This was observed before use and there was no report of injury or medical interventions.